Manufacturer narrative:
The investigational analysis has been completed. The device was visually inspected, and the tip was found damage, sharp metal protruding on the tip was observed, damage line along the tip was observed. Then, deflection test was performed, and the catheter failed. A failure analysis was performed, and the catheter was observed under the x-ray machine and the t bar was found slid down causing the improper deflection condition. The damage observed is related to the t bar sliding down issue, the metal exposed is the t bar. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action was created to investigate this issue. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. The catheter was changed, and the issue resolved. There was no patient consequence. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned to the biosense webster failure analysis lab and on august 29, 2018, it was discovered that the catheter was damaged on the shaft. Sharp metal was protruding at approximately 1.5cm from distal tip. This finding has been assessed as a reportable malfunction. The awareness date has been reset to august 29, 2018.